Manufacturer narrative:
(B)(6). The unit was received at the international service center. The technician confirmed the reported issue. Review of the device diagnostic history log verified the occurrence of blower temperature high (e/c 1122). Unit was assembled and disassembled. Unit was inspected. The technician also confirmed the reported noise. A possible cause of the event was considered to be high blower temperature. Since o-ring did not function properly, blower temperature rose due to resonant oscillation when noise occurred. The position of the dampening ring was adjusted properly and noise was resolved. No parts were replaced. Performed each alarm test, each mode test, o2 test, flow line cleaning, ground terminal cleaning, each part check, run in tests, loss of power test and software version check (ver.2.10). Unit was checked overall, run in tests then no abnormality was confirmed.

Event description:
The international customer reported the v60 unit displayed alarm showing "check vent: blower temperature high" and noise which occurred during exhalation. Unit was replaced with another v60 after the event. Filter was not cleaned after occurrence of the alarm. The unit was in use when the alarm occurred. Unit was being used on a patient at the time the reported issue occurred; however, there was no adverse patient effect.